Event description:
It was reported that during a pulmonary vein isolation, a faradrive steerable sheath (clear) was selected for use. At the end of the procedure, while aspirating with the farawave catheter in the sheath, the physician noticed many bubbles flooding into the flush port during the aspiration process. The physician was at the end of the case post ablation and called for the end of the case, so no new sheath was needed. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that during a pulmonary vein isolation, a faradrive steerable sheath (clear) was selected for use. At the end of the procedure, while aspirating with the farawave catheter in the sheath, the physician noticed many bubbles flooding into the flush port during the aspiration process. The physician was at the end of the case post ablation and called for the end of the case, so no new sheath was needed. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.